Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is no issues found related with the manufacturing.

Event description:
Patient reported "encapsulation, pain, tenderness, and hardness and right side visual malposition and pain under the right breast". Patient additionally reported capsular contracture maybe baker grade IV. Healthcare professional reported capsular contracture baker grade unknown. Device has been explanted. This record is for the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "encapsulation, pain, tenderness, and hardness and right side visual malposition and pain under the right breast". Patient additionally reported capsular contracture maybe baker grade IV. The device remains implanted. This record is for the right side.